Event description:
Leica microsystems received a complaint regarding sub-optimal processing of 90 blocks from a protocol where a user had selected a protocol of inappropriate duration for the size of tissue samples being processed. On (B)(4) 2012, leica microsystems received info that all tissue samples exhibiting sub-optimal processing were diagnosable. Investigation of this complaint by leica microsystems is continuing.